Event description:
It was reported that during the procedure in the anterior tibial artery, a .014 winn 40 guide wire was successfully advanced without resistance. A 2.5x40 armada dilatation catheter that had been inflated one time to 8 atmospheres (atm) in the posterior tibial artery, was cleaned outside of the anatomy and re-inserted over the winn 40 guide wire. After two inflations at 8 atm in the anterior tibial, the physician wanted to withdraw the dilatation catheter so that angiogram could be performed; however, when attempting to withdraw the catheter over the guide wire, sticking was felt. The catheter and the guide wire were removed as a single unit. A new non-abbott guide wire was advanced and a new 2.0x40 armada dilatation catheter was used to complete dilatation. There was no resistance removing the second dilatation catheter over the guide wire. There was no adverse patient effect and no significant clinical delay in the procedure. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.guide wire: .014 winn 40sheath: 6 fr sheath(B)(4).the device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis noted blood in the guide wire lumen and on the balloon and shaft and no contrast was visible, consistent with use in the anatomy. The balloon was loosely folded, consistent with the reported inflations. The winn guide wire used in the procedure was returned in the device. The guide wire was able to be removed without the reported resistance. A mandrel was used to verify the inner diameter of the armada 14 catheter, and the diameter met manufacturing criteria. A hole gauge and a laser micrometer were used to verify the outer dimensions of the guide wire and the outer dimensions met manufacturing criteria. A tip pull on the guide wire confirmed that the core of the guide wire was intact. The guide wire was then inserted into the armada 14 device to perform a guide wire movement test. The device passed both when straight and when looped. The device was then inflated to 14 atm using an indeflator filled with water. The guide wire was still able to move, indicating the lumen did not collapse. The reported resistance between the device and the catheter could not be confirmed. Though a bend was noticed in the guide wire, testing did not indicate any resistance which seems to indicate that the bend is not the source of the reported resistance. It is possible that in this case, the resistance was due to factors present in the procedure, but it cannot be confirmed. No definitive cause can be determined. A review of the lot history record indicated no non-conforming material records and a review of the complaint database showed no other complaints for this lot. There is no indication of a lot specific quality deficiency. All balloon dilatation catheters are subjected to a 100% visual and dimensional inspection as well as a guide wire movement check. In addition, a quality control audit inspection is performed on a sample of all devices to verify functionality.